Event description:
It was reported that during a stapler hemorrhoidectomy procedure, the pph stapler only fired at the 1/2 (half) circumferential and it did not staple completely which caused massive bleeding. There was no audible and tactile feedback. When the pph was being removed and examined, the blade was not in a good round shape. The patient is a 2nd degree piles. The surgeon converted to open and used electrocautery to stop the bleeding and remove the piles. The condition of the patient immediately after the procedure was critical. The patient was hospitalized for three days. Additional information has been requested.

Event description:
The customer stated that they lost power to their acuity patient monitoring system and now it comes up with scrolling text messages. This resulted in a temporary inability to monitor patients centrally. There was no report of any patient harm as a result of the reported event.

Manufacturer narrative:
(B)(4). Breakaway washer cut off center. The analysis results found that the device arrived with the knife damaged; the breakaway washer was present and with an off-center cut. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer and damage the knife by pressing it hard enough against the anvil. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted to ensure that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instructions for use for additional information. The device was reloaded with staples, a new washer was placed and the device was tested for functionality; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. However, the washer cut was not a perfect circle due to the damaged knife. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4).